Event description:
A surgeon reported observing a patient with anterior cell growth and an upward shift on his lens two weeks following an intraocular lens (iol) implantation procedure. There was two bands of anterior cell growth superiorly and inferiorly and a fold (a tenting up) of the anterior capsule at 8 and 2 o'clock due to the "pull" from these cells. Additional information was received from the surgeon, who reported that an iol repositioning was performed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).